Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013; product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013; product type: catheter. (B)(4).

Event description:
It was reported that patient's pump was implanted in (B)(6). Patient had informed the reporter that the healthcare provider (hcp) put morphine into their pump even though they have a known reaction to morphine. Patient was now in (B)(6). It was added that patient also had a csf (cerebrospinal fluid) leak so they were admitted to an ICU (intensive care unit) when in (B)(6). A neurosurgeon had to surgically repair the dural leak and they also "straightened out" catheter. This occurred about 10 days ago per reporter. The patient had not had loss of therapy through this time. As of the date of this report they were planning on performing the system contents removal procedure to switch drug to dilaudid. Additional follow-up indicated that the pump was functioning properly. It was stated that they did not end up swapping the medication out that day as the hospital pharmacy did not have dilaudid for intrathecal use. Hcp dropped the daily dose of morphine by 25%. Patient was still in rehab unit at the hospital as of (B)(6) 2013. It was further stated that there were no symptoms other than lack of pain relief. Patient was doing ok as they were augmenting her pain relief via IV until she was discharged and the hcp could switch the meds to dilaudid. On (B)(6) 2013 it was reported that patient was discharged and was back in clinic as of this date to change the drug in the pump. It was stated that the patient had been tolerating drug since she was seen in the hospital so the hcp chose to do a bridge to introduce new drug and not do the system contents removal procedure. Old drug/value: morphine 25 mg/ml, 2.5 mg/day; new drug/value: dilaudid 5 mg/ml, 0.7 mg/day.

Event description:
Additional information was received and it was reported that the patient started having horrific headaches in november. They determined that it was a spinal fluid leak. The patient had surgery to fix the spinal fluid leak on (B)(6) 2013; it was noted that the doctor ¿patched it¿. It was also noted that the pain management doctor change the pump medication from morphine to dilaudid because the patient had a reaction to the morphine when she was sick in the hospital for the spinal fluid leak.

Manufacturer narrative:
(B)(4).